Event description:
Patient was on nasal CPAP (non-invasive) on the vent. Ventilator shut off and then rebooted. Patient not affected. Ventilator pulled from service. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). We recently rolled back software to an older version on most of our ventilators to avoid this reboot that occurs. We decided not to do this in our nicu because we wanted to keep the updated software that allows the use of a particular mode (prvc) which has successfully prevented bpd (bronchopulmonary dysplasia) in our babies. We purposely do not use these ventilators on babies who have a high peep requirement that would tolerate the few seconds to reboot. We understand they are working for an overall fix to this problem and have been very helpful.